Event description:
It was reported that the lens was removed intraoperatively from the pt's eye due to loading error and damaged capsule bag caused by the leading haptic. A backup lens was implanted successfully. This event refers to pt's left eye. No info has been received regarding the lens inserted used during this event. Add'l info was requested, but was not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned lens found the optic cut in half with one haptic attached to each piece of the optic and both haptics bent. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.